Event description:
As reported by an edwards field clinical specialist, approximately 3 years and 5 months post implant of a 29mm sapien 3 valve in the aortic position, the patient presented with symptoms. Moderate paravalvular leak (pvl) was observed. It was also noted that, when compared to the index procedure echo, the valve had moved/migrated. The valve was re-dilated with an edwards commander delivery system prepared with additional volume. The pvl was resolved. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. It was perceived that the valve moved due to the annular calcification and bicuspid aortic valve.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing, and dimensional analysis could not be performed. Review of the provided case imagery revealed the valve had not migrated (based on fluorography on post operative day (pod) 0, and at 3 years and 5 months. Paravalvular leak (pvl) was present before re-dilation. No pvl was present post re-dilation. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, while the complaint for 'paravalvular leak' was confirmed, the complaint for 'thv migrated' was not confirmed based on the provided imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors may have caused or contributed to this event. . In this case, patient had bicuspid aortic valve, which is known to be non-circular in shape. It is possible that this led to the formation of pvl channels due to sub-optimal overlap between the target site and the circular thv structure. In addition, as pvl was resolved through post-dilation using extra volume, cardiac remodeling could be another possible factor that contributed to the reported event. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement procedure. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, no thv migration was observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.